Event description:
It was reported that during an implant procedure on (B)(6) 2021, the helix of the right ventricular (rv) lead had extended inappropriately. This led to decreased ventricular sensed amplitudes. After several repositioning attempts, the physician elected to replace the rv lead and a new rv lead was successfully implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed, and the reported event to helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination found over torqued inner coil consistent with procedural damage. The full helix length measured to be within specification. The cause of the reported event was isolated to over torqued inner coil and helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.